Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a pulse field ablation (pfa) procedure. Reportedly, when entering the tissue tract, the delivery system became stuck in the vein. The footplate opened prematurely without the lever being opened. The foot was unable to close after attempts to use the lever. A surgical cutdown was performed to release the foot from vein. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 10f and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.